Event description:
It was reported that there was no image on the monitor. No pt injury was reported.

Manufacturer narrative:
Ge rep evaluated sys, replaced image processor board and cpu. Reloaded software. Performed operational testing on sys. Sys operates as intended.